Event description:
It was reported that the inner capture was broke.

Manufacturer narrative:
Only lag driver was returned for evaluation. The inner shaft was not returned as it was reported that it was discarded. A visual inspection of the returned product did not find any obvious signs of damage or deformation that would cause the device to fail. An investigation on the inner shaft could not be carried out as it was not returned. Our investigation included a review of manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.